Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s ins had moved and was protruding through the skin. It was noted it was ¿like one big lump back there,¿ hurt to lie on the recharger, felt warm in the area, and burned in the ins pocket area ¿like hot pins sticking in you.¿ it was reported the patient had the symptoms for months prior to the call. It was noted the patient wanted to have the device taken out in order to have an MRI performed for their shoulder problem. It was reported the patient¿s restless leg syndrome was helped by the stimulation. It was noted the stimulation also helped with the patient¿s pain at first, but it had worn off six months after implantation. It was reported the patient needed to keep their legs elevated. It was noted the patient had lost twenty pounds since implantation, due to illness. It was reported exercise was hard for the patient and it hurt to walk ¿a little bit.¿ it was noted the patient turned stimulation on the day prior to the call and it still had a charge. It was reported the last successful recharge session and the last time stimulation was felt was one to two months prior to the call. It was noted the patient had an appointment scheduled with their health care provider. It was reported the patient could not lean against anything; leaning against something brought the patient to their knees. It was noted the patient had a fall two weeks ago, but their pain did not change due to the fall.

Manufacturer narrative:
(B)(4).